Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured before inflation. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the patient was good post procedure.